Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0/15mm non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and balloon. There is blood present in the guide wire lumen and the balloon is loosely folded prior to inflation testing. No indication the device was inflated over rated burst pressure. The balloon was inflated to rated burst pressure (rbp) per product specification, and held pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x15mm nc emerge balloon catheter was advanced fro dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x15mm non-bsc device. No patient complications were reported and the patient's status was good.